Manufacturer narrative:
(B)(4). Source: (B)(6). Multiple reports were submitted along with this report 0001822565-2021-01831, 0001822565-2021-01832, 0001822565-2021-01834, 0001825034-2021-01985, 0001822565-2021-01835, 0001822565-2021-01836, 0001822565-2021-01837, 0001822565-2021-01838, 0001822565-2021-01839, 0001822565-2021-01840, 0001822565-2021-01841, 0001822565-2021-01842, 0001822565-2021-01843, 0001822565-2021-01844, 0001822565-2021-01845. 0001822565-2021-01846 0001822565-2021-01847 0001822565-2021-01848 0001822565-2021-01849 customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the sterile package was damaged. No adverse events have been reported as a result of the malfunction. Additional information on the reported event is unavailable.